Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post sensed t wave oversensing. The patient was asymptomatic. The patient presented in clinic on (B)(6) 2017. Programming changes were made. The patient was in a stable condition.